Event description:
After deploying the marker in the breast, the plastic tip has sheared off into the breast. The physician was unable to retrieve tip. The patient was sent home under normal post biopsy instructions.